Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, a spontaneous report was received from an ear, nose, and throat physician (ent) regarding a (B)(6) female who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history was reported as "extensive" and included diabetes type 2, heart failure, chronic obstructive pulmonary disease (copd), arthritis, unspecified visual issues, and a gastric bypass at age (B)(6). The pt's skin type was a fitzpatrick 3-4 (medium). Concomitant medications at the time of injection were unk. On an unk date (reported as "some years ago" from the date of (B)(6) 2011), the pt received an injection of restylane (amount injected was unk) to the left nasolabial fold. It was unk if the pt received any pre-procedure medications or if any add'l procedures were performed at the time of implantation. On an unk date, after the implantation, the pt developed new onset headaches. On (B)(6) 2011, the pt had a magnetic resonance imaging (MRI) of the brain without contrast performed due to "unrelated" unspecified visual issues and the new onset of headaches. Upon eval of the MRI, it was noted the pt had an area of soft tissue enhancement to the same area which she had been injected with restylane; a 1.1 x 0.7 x 1.2 cm signal abnormality within the subcutaneous tissue adjacent to the anterior medial left maxillary sinus wall. The ventricles, cisternal spaces, and suici appeared within normal limits without mass effect or midline shift, a few tiny periventricular white matter signal abnormality foci were seen, no acute cortical infarction or acute intracranial hemorrhage was noted, and no extra-axial fluid collections were evident. The midline structures were normal in appearance. Physiologic flow voids were seen in the vessels at the base of the brain. Very minimal mucosal thickening was seen in the left frontal sinus. Otherwise, the visualized paranasal sinuses were clear and the visualized orbits were normal in appearance. The final impression of the MRI was the following: there was no evidence of acute intracranial pathology. There were a few tiny periventricular white matter signal abnormality foci noted which were felt to be nonspecific findings of uncertain exact etiology and probably of clinical insignificance. Possible etiologies included demyelination process, chronic small vessel ischemic disease, vasculitis, migraines, etc which were considered less likely, however, they could not be entirely excluded. The 1.1 x 0.7 x 1.2 cm signal abnormality within the subcutaneous tissue adjacent to the anterior medial left maxillary sinus wall was also considered to be of uncertain etiology; it could represent inflammatory/infectious process, however, it was reported that neoplastic process such as granular cell tumors, lymphoma, etc could not be excluded. On an unspecified date in either (B)(6) 2011, after the MRI was completed, the pt was referred to the reporting ent. Upon physical examination of the pt, the ent palpated a "subtle fullness" to the area of the left nasolabial fold which he assumed was the restylane; the pt was otherwise asymptomatic. As of (B)(6) 2011, no treatment had been provided by the ent and no further follow-up was planned as the pt was asymptomatic. The ent believed the area of soft tissue enhancement noted on the MRI was possibly due to the previous injection of restylane. The ent assessed the severity of the event as mild "as the pt was asymptomatic and area was found incidentally during an MRI done for a non-related issue." The lot number and exp date were reported as unk.